Event description:
Attempt to access closure with prostar 9 fr pvs device in pt with previous cardiac cath one week prior to this procedure. The cardiologist reported a difficult initial stick and difficulty marking. The groin was reported to be extremely fibrous. During needle deployment, the four needles appeared in the barrel, but would not advance completely. Further effort resulted in breakaway of the handle, which is intended to break away if excess force is used. Surgery was required to remove the device. Fibrous tissue was found in the device's barrel and suggests that fibrous tissue from the previous procedure entered the barrel and prevented the needles from deploying. Surgery was successful and the pt is fine.